Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge onto the pump. Reportedly, the cartridge was filled with 130-140 units of insulin. The customer added 100 units of insulin to the existing cartridge and completed the load process successfully. The customer's blood glucose (bg) level was in the mid-200's (mg/dl); however, a specific bg value was not provided. To address the bg level, the customer delivered a correction bolus.